Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the comb was deformed. On september 13, 2017, it was clarified that issue occurred during surgery. It was reported that there was no patient harm/injury associated with the report and an alternate device was retrieved for use without delay. The event was not identified immediately upon opening the device and before first use. The event not occurred during first-ever use of the product and also not related to surgical technique or user error. No medical intervention/additional surgical procedure was required. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet china has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was july 26, 2017 where it was reported that the comb was defective and the comb were replaced. Initial qa inspection of the skin graft mesher by zimmer biomet china on september 4, 2017 revealed that the mesher did not produce a proper sample mesh due to a damaged comb. The technician stated that the comb needs replaced due to misuse since there was signs of impact damage. According to the repair technician, the deformations on the comb were due to collisions or knocks to the comb. Repair of the skin graft mesher was performed by zimmer biomet china on september 18, 2017 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection the mesher did not produce a proper sample mesh due to a damaged comb. The root cause of the deformed comb was due to impact damage. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation results revealed that the comb was found to be damage .

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The product has been received by zimmer biomet. Once the investigation has been completed, a followup MDR will be submitted.

Event description:
It was reported that during surgery, the device has a deformative comb. No adverse events have been reported as a result of this malfunction